Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/16/2014 with the following findings: visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up and functioned properly. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Bolus exercises were completed and recorded correctly. Pump settings remained unchanged when testing were completed. The reported missing pump setting issue was not duplicated during the investigation. No defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Reportedly the pump settings sometimes got deleted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.